Event description:
Healthcare professional reported "capsular contracture bakers grade ii-iii". The device was explanted. This record is for the right side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, deformation, yellow biological tissue. And was observed after autoclave cycle: cloudy gel. A weight test of the explanted material was verified and it was within specification. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade ii-iii.

Event description:
Healthcare professional reported "capsular contracture bakers grade ii-iii". The device was explanted. This record is for the right side.